Event description:
The account alleged a nurse call could not be placed. No injury reported.

Manufacturer narrative:
The technician found the pins on the sidecom cable were bent preventing the cable from fully connecting. The technician replaced the sidecom cable to resolve the issue.